Event description:
It was reported that this previously capped lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped lead remains capped.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date.

Event description:
It was reported that this previously capped lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped lead remains capped. Additional information indicates that the previously capped lead was explanted due to infection. There were no additional adverse patient effects reported.